Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user inadvertently conditioned the ilet to deliver larger meal doses by announcing larger holiday meals, resulting in lunch doses around 25 units that exceeded current intake; to avoid hypoglycemia, the user either disconnected mid-delivery or skipped meal announcements, which led to hyperglycemia up to 248 mg/dl for about one hour. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts for sustained hyperglycemia over 90 minutes, no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included troubleshooting and education with a plan to connect with a trainer. Investigation of this case revealed user-driven dosing behavior and meal announcement practices leading to inappropriate meal insulin delivery, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that use error related to meal announcement and dosing behavior was the cause.